Event description:
It was reported that pump experienced malfunction alarm with code 12, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support on how to reset pump, but since customer was not near charger, instructions were provided for later use and customer was advised to call back if additional assistance was needed, with no further concerns reported.